Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture in both unipolar and bipolar pacing mode and the rv lead had reduced r wave sensing values. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the rv lead had also dislodged. X-ray was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: follow-up reportable aware date should have been (B)(6) 2025 and not (B)(6) 2025.